Manufacturer narrative:
Inspected one opened and used enlite sensor and performed visual inspection and found sensor canula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
The customer reported that enlite sensor bent during insertion. No blood glucose reading provided. Customer stated the sensor split. Customer inserted in abdomen away from any scar tissue. Customer requested sensor replacement. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.